Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 01-nov-2022 h.6. Investigation summary: our quality engineer inspected the samples and photographs provided for evaluation. Bd received two opened q-syte units with no product documentation to indicate the reference or lot number. Additionally, two photos were provided for investigation. A gross visual inspection of the q-syte units did not find any damage to the components. The units were inspected for column defects and one column tear was found in one of the units, unit 1. Tears in the column are known to result in leakage when flushing the unit. Unit 2 did not display any defects. The defective unit was dissected for further inspection of the septum. During dissection, adhesive wicking down the inside of the top body was identified. Inspection of the septum found that no damage was present to the top or bottom disk. However, one tear was present at the column. Additionally, some damage was present right above the tear that did not go through the septum wall. The shape of this damage was similar to the shape of the adhesive found inside the top body. This may indicate that at some point the septum was adhered to the column of the top body. The reported issue of a leak was confirmed, but it could not be determined with certainty whether the column tear in the septum originated during manufacturing or use of the device. Manufacturing controls are in place to mitigate the occurrence of this type of failure. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, adhesive wicking down the column may lead to leakage. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: recently, leakage of saline etc. Was observed; the site of leakage was examined, and leakage was confirmed to have occurred from q-syte.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: recently, leakage of saline etc. Was observed; the site of leakage was examined, and leakage was confirmed to have occurred from q-syte.